Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife was noted to be beveled on the wrong side of the blade prior to surgery. An alternate knife was obtained in order to perform the procedure.

Manufacturer narrative:
One opened knife sample was received by manufacturing in a box. Evaluation determined the complaint sample to be nonconforming as the blade bevel is upside down. A review of the related device history records (DHR) for the reported lot number was performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. The lot complaint history review revealed that this is the first complaint for the reported lot number and the first for the reported event. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife was then angled, this caused the knife to be bent in the opposite direction. This defect was not detected by the operators during their bending process. Manufacturing is aware of this issue and the complaint has a known root cause. An action plan was initiated to address this issue and is tracked under CAPA number: nci (B)(4) for the wrong bevel issues and is still in progress at the time of this report. (B)(4)